Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain from surgery and pain from additional surgery and painful intercourse. No further info has been provided.